Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor shared that the potential root cause could have been a previously undiagnosed necrotic and chronically inflamed tooth related to prior trauma, which may have been exacerbated by orthodontic tooth movement. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage and medical intervention. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of tooth loss of tooth 2.1 and tenderness at the extraction site. The patient reported visiting an oral surgeon and required medical intervention, a surgical procedure for curettage of the extraction site and placement of a graft due to cyst formation at the apex after the extraction was performed. The patient indicated taking over-the-counter pain medications, including tylenol (acetaminophen) and advil (ibuprofen), to alleviate the reported symptoms. The patient is continuing treatment with the invisalign system, and some tenderness persists at the extraction site, although the patient is reported to be improving.